Manufacturer narrative:
The patient was born on an unspecified date in (B)(6) 1950. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was further described as a change in caregiver. On the same day of onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for peritonitis. Eighteen days after hospital admission, antibiotic treatment was discontinued. At the time of this report, the patient was not recovered from the event. Eighteen days after event onset, pd therapy was discontinued and the patient was transferred to hemodialysis. It was not reported if the patient was retrained on proper technique. No additional information is available as the reporter declined to provide further information.